Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load process. Blood glucose was not impacted. Reportedly, the customer had an alternate pump available for insulin therapy.